Manufacturer narrative:
This report is for an unknown 4.5mm cortex screw. Lot number is unknown; UDI number is unknown. Partial part number reported as 214.8xx complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a hardware removal due to syndesmosis mal-reduction with broken 4.5 mm cortex screw. The surgeon removed the lateral broken screw segment with screwdriver. The screwdriver was docked with broken shaft segment and tapped with a hammer to push out medial side of the bone. Three (3) additional cortex screws were removed intact and four (4) new cortex screws are placed in void screw holes. There were fragments generated from the broken device and these were removed with moderate difficulty. It is unknown if there was a surgical delay. The procedure was successfully completed. Patient outcome after the removal procedure is unknown. Concomitant devices reported: unknown 4.5 mm cortex screws (part#/lot# unknown, quantity# 3). Unknown plates: trauma (part# /lot# unknown, quantity# 1). This complaint involves one (1) device. This report is for one (1) unknown 4.5mm cortex screw this is report 1 of 1 for (B)(4).